Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted an aq2010v silicone 3 piece lens and the trailing haptic was torn. The lens was removed with no pt injury.